Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an alert for a fatal error. The technical support specialist confirmed that the customer decided to cancel the ticket. The issue could have been resolved on the customer's side (it, pharmacy), but no information was provided on how it was resolved. Multiple attempts were made to contact the customer, but there was no response. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using then bd pyxis¿ medstation¿ es, there was an alert for a fatal error. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.